Event description:
It was reported that intermittent capture on the right ventricular (rv) lead was observed. It was noted that thresholds had increased the day after implant. The physician turned off ventricular capture management and programmed outputs higher to ensure consistent capture. The lead remains in use until the patient will be scheduled for a lead revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2014. (B)(4).